Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (battery/charger faults) was confirmed. Upon investigation the charger/modem was resetting and was unable to charge a battery. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, the charger had shorted a shorted q1 current-controlling transistor, u13 cmos-flash microcontroller, and d2 diode on the beside board. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the shorted components was unable to be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor reported that a charger was causing battery/charger faults.